Manufacturer narrative:
Citation: deleuze et al. Eight-year results of freestyle stentless bioprosthesis in the aortic position: a single-center study of 500 patients. J heart valve dis. 2006 mar;15(2):247-52. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding mid-term clinical outcomes after aortic valve replacement with the medtronic freestyle valve. All data were collected from two centers between april 1997 and november 2004. The study population included 500 patients (predominantly male, mean age 74.5 years), all of which were implanted with a medtronic freestyle bioprosthetic valve (unique device identifier numbers not provided). Among all patients, a total of 82 deaths occurred (26 within 30 days and 56 ¿late¿). Eleven of the late deaths were deemed valve-related: six due to hemorrhage and five due to endocarditis. Of the five deaths due to endocarditis, two occurred perioperatively, at two months and two years post-implant respectively. Based on the available information medtronic product was directly associated with the 11 death(s) deemed valve-related. Among all patients, adverse events included: mild to moderate aortic regurgitation, endocarditis, high gradients of 14.8 mmhg, and reoperation. Based on the available information medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.